Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the device jaws cut the vessel? Or if a clip cut the vessel? If yes, what was the clip formation (unformed, malformed, scissored, etc)? Was there any change in the post-operative care of the patient as a result of the event? Please provide additional information on the surgical repair that was required. Does the surgeon believe that there was a clip in the jaws when the radial artery was cut? What was the procedure that was being performed? Was the radial artery repaired during the surgery?

Event description:
It was reported that during an unknown procedure, during use cut of the radial artery instead of ligate. No clinical consequence but surgical repair. Use of a device of another lab to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # p9299z. Device analysis: the analysis results found that the mcm30 device was returned with a clip in the jaws. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 29 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.